Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The mother states the hospitalization was not attributed to the pump. The mother was not hippa verified. The mother was advised to have customer call in to the help-line in order to conduct troubleshoot and provide further assistance.